Event description:
It was reported that the first time the patient had an infection on the implant site shortly after it was implanted there was a pus pocket and the patient was given antibiotics. The patient didn¿t know if it was the trial or the original and then it was stated that they thought it was the original.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va01xe8, implanted: (B)(6) 2012, product type: lead. (B)(4).